Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user nurse was unable to view patients on this station only. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to view the patient. The technical support specialist (tss) identified that no overlapping areas assigned to user identifier compared to device settings. Tss explained the user how the unit and area grouping work with the user permission, and the user added relevant area to the user account to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.